Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the emergency dept. During removal, the physician reported the spring wire guide became unraveled. As a result, everything was removed intact and another kit was opened and used. See MDR 1036844-2013-00403 for the second kit used.